Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site and the leads had migrated. Surgical intervention may be pending to address this issue.